Event description:
Post-permanent implant of the evoke spinal cord stimulation (scs) system, the patient reported headaches, nausea and dizziness. The patient was provided medication by their implanting physician for symptomatic treatment. One week later, the patient reported resolution of their symptoms. No additional interventions were administered. The patient¿s evoke scs system was turned off from permanent implant through resolution of the post-procedural symptoms. The implanting physician noted difficulty gaining access to the epidural space during the permanent implant procedure. The implanting physician noted difficulty gaining access to the epidural space during the permanent implant procedure.